Event description:
It was reported that the caller experienced an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a pump reset, and the caller successfully started their sensor session without further issues.